Event description:
It was reported that during a session the mobile programmer application was unable to establish complete telemetry with the implantable device. It was also noted that the electrograms (egm) became "fuzzy " and dropped out. The issue occurred multiple times despite attempts to restart the application. No patient complications have been reported as a result of this event. Upon analysis it was determined that there was a loss of connection.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis confirmed the customer comments that the mobile programmer application was unable to establish complete telemetry with the implantable device and that the electrograms (egm) became "fuzzy " and dropped out. It was also determined that there was a loss of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.